Event description:
The pt had a revision in which the lead was insulated with omentum and the generator pocket was revised. During the revision, a small amount of non-purulent fluid around the generator was found. A culture grew (B) (6). The wound opened and drained. The pt was taken back to the operating room for lead internalization and generator removal. An esophagogastroduodenoscopy (egd) was performed and there was no sign of lead erosion. Further info was requested.

Manufacturer narrative:
(B) (4)